Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead exhibited infection with sepsis. A revision was performed and the previously capped rv lead was explanted. Additional information from the company representative indicated that the system wore through the pocket. There were no adverse patient effects reported.